Event description:
The customer reported that the device had a 1:34 power mcu error message. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.